Manufacturer narrative:
Correction: section h6: heath effect clinical and impact codes should have been "no clinical signs, symptoms or conditions'" and " no health consequences or impact" instead of "insufficient information".

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that intermittent ventricular under sensing was observed on the implantable cardioverter defibrillator (ICD). No changes were made. The ICD was just being monitored. The patient was stable.